Event description:
During an MRI infusion, anesthesiologist noted the patient's blood pressure was decreasing. At the time the patient, was receiving an infusion of diprovan at 13 ml/hr. The infusion was discontinued, and no injury resulted from this event.

Manufacturer narrative:
Investigation is still in process. Customer is returning product and the infusion set to iradimed corporation for examination. Product has not yet been received at iradimed corporation. A follow-up report will be filed within 30 days of this report.